Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no incidents reported from this lot. All available information was investigated and a definitive cause for the reported issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for clip opening during deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was advanced and during deployment, after the second final arm angle test, the clip partially opened during retraction of the mandrel. A second mitraclip was implanted to further reduce mr and to stabilize the first clip. Post-procedure mr was reduced to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.